Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit was unable to boot up and the power supply was therefore replaced. It was further noted that the power cord bay door was broken and the bay was replaced.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.